Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
Additional information received indicated that cassette replacement resolves the reported malfunction. Accordingly, sections d and g were updated to document the purge cassette.

Manufacturer narrative:
Section d catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and low flow. The purge cassette was changed to resolve the issue.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.